Manufacturer narrative:
D9) the quick-cross device was returned for evaluation on 03mar2025. G3) the device evaluation and investigation was completed on 05mar2025. H3) the quick-cross device was returned in two pieces. The distal section includes one marker (found under the lumen material); measuring approx. 6 mm in length. The proximal section includes the luer; measuring approx. 111 cm in length. Visual inspection found a stretched lumen material and missing middle and proximal marker bands. Due to the stretched lumen material, the portion length that was retained in the patient and the location/condition of the two missing marker bands could not be determined. Additionally, at the location of the separation, ripped and torn edges were noted. The total length combined is 111.6 cm, which is outside of the measurement spec of 88-92 cm due to stretched lumen material. H6) based on device evaluation and investigation, the root cause cannot be confirmed. However, the probable cause is likely due to the catheter getting stuck on the stent as noted in the complaint details, combined with pulling force, which led to the stretching of the lumen material and ultimately resulted in device separation. Type of investigation code b01 replaced (from b17). Investigation findings code c070603 replaced (from c20). Investigation conclusions code d1001 and d1102 replaced (from d14). All other codes are applicable as listed in the initial MDR. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A peripheral atherectomy procedure commenced to treat a non-thrombotic lesion in the mid superficial femoral artery. The patient was experiencing claudication, and had an existing stent present in the area. A philips quick-cross support catheter was used to treat the patient. While using a contralateral approach and crossing behind the existing stent, the quick-cross got stuck, and broke off in two pieces. One portion of the quick-cross was successfully snared; however, the second portion could not be retrieved and was stented within the patient. A second quick-cross was used to complete the procedure. This report captures the quick-cross which separated at the shaft, requiring intervention, with a portion retained in the patient.

Manufacturer narrative:
A2): patient date of birth unk. A3b.): patient gender unk. H3/h6): the quick-cross was not returned, thus no returned product investigation was performed, and the reported failure could not be confirmed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.